Event description:
The customer reported obtaining backwash tank not full error messages and a contained fluid leak of approximately 15 ml from the coulter lh 780 hematology analyzer. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, face shield and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the dual tubing on the sample access module (sam) and reservoir module was cut, and replaced the tubing, after which the instrument ran without any leaks or error messages. The repairs were verified per established procedures. (B)(4).